Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported that: "reported defect "bag torn at removal" can be confirmed. One hole I rupture was found in the bottom part of memobag. Reported defect cannot be confirmed based on dimensional inspection of foil performed under incoming inspection and based on measuring of complained sample. The thickness of foil measured in random 5 points comply with specification. Thickness of foil measured very close to the rupture does not comply with specification. Foil in these points is very stretched, and the thickness is lower than specification. The defect was caused by use of excessive force within bag retrieval or using instruments with high temperature for removing tissues. In case of broken bag, such bag should be immediately detected and scrapped. The review of ohr revealed no production issues from the perspective of the reported defect at the time of manufacture of the complained lot. Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The defective device was returned for examination. Reported defect can be confirmed. One hole I rupture was found in the bottom part of memobag. The defect was caused by use of excessive force within bag retrieval or using instruments with high temperature for removing tissues. Due to this the foil got stretched which led to the rupture of the bag. The remaining parts of complained product do not show any traces corresponding with usage of excessive force within retrieving the bag. The closure wire was not detached from the bag and both eyes of closure wire are not damaged. As the root cause of this complaint was determined unintentional user error related, no corrective I preventive actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during a laparoscopic cholecystectomy, when the user was taking the memobag out from the patient body after putting the resected cholecyst into it, the memobag was torn. Therefore, the bag was removed and replaced with a new one to complete the procedure. No injury to the patient occurred. It is unknown at present if anything fell/remained in the patient". Additional information received states that all parts of the device were retrieved from the patient.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during a laparoscopic cholecystectomy, when the user was taking the memobag out from the patient body after putting the resected cholecyst into it, the memobag was torn. Therefore, the bag was removed and replaced with a new one to complete the procedure. No injury to the patient occurred. It is unknown at present if anything fell/remained in the patient". Additional information received states that all parts of the device were retrieved from the patient.